Event description:
It was reported that the patient was trying to charge her implant during the beginning of (B)(6) 2015, and could not. A week later, she had noticed some redness and itching around the implantable neurostimulator (ins) site; the area around the implant site was pinkish and inflamed. On (B)(6) 2015, the patient went to the emergency room (ER) because the ins site was swollen, had doubled in size, and was painful to the touch. At the ER, the patient was diagnosed with an infection and was given oral antibiotics. It was further reported that the itchiness had improved, however the area was still sore to the touch. The patient was scheduled to see her managing physician on (B)(6) 2015 to see if the device needed to be removed. It was noted that the patient had not tried to charge her ins since she got the infection. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37092, lot # 261540001, implanted: (B)(6) 2010, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot # n254067, implanted: (B)(6) 2010, product type accessory. (B)(4).